Event description:
It was reported to philips that the ippc was shut down on its own. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patients had to be moved to another room. It was reported to philips that the ippc shut down on its own. Upon troubleshooting, the philips field service engineer (fse) checked system log onsite and found multiple errors pointing to image processing computer. On further troubleshooting fse found multiple communication errors and ippc shut down and started giving image processing errors and requested another onsite visit. Fse went onsite to check the system and found no communication between ippc and the rest of the system. To resolve the issue, the replaced ip-pc¿s hard drive and reloaded software to ippc. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.